Manufacturer narrative:
The customer returned a second bottle of test strips for evaluation that was not in the initial report. See product information and device manufacture date for manufacture date. These strips gave satisfactory performance also.

Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 97mg/dl on the contour next one, retested on a different meter and the reading was 57mg/dl. The difference between the readings falls in the "c:" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer was advised to return the strips for evaluation. New meter and strips were sent to him.